Manufacturer narrative:
This is 2 of 3 reports.

Event description:
It was reported that during the coil embolization while advancing the coil in the microcatheter, the coil was not visible and only the delivery wire marker was visible. Most likely the coil broke inside the microcatheter. Under imaging the microcatheter(subject device) shaft was also found broken. This issue happened twice, both times they could pull the microcatheter out. There were no patient consequences were reported.

Event description:
It was reported that during the coil embolization while advancing the coil in the microcatheter, the coil was not visible and only the delivery wire marker was visible. Most likely the coil broke inside the microcatheter. Under imaging the microcatheter(subject device) shaft was also found broken. This issue happened twice, both times they could pull the microcatheter out. There were no patient consequences were reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device found that the catheter was broken/fractured at 21 cm from the proximal end. The target device ((B)(4)) was found inside the proximal part of this microcatheter. The target coil was removed with no friction. During functional testing, a test mandrel was pushed through the remainder (the other part) of the catheter and the mandrel could not be pushed through. The lumen was confirmed to be blocked by blood/procedural fluids. Blood was also noted within both rhvs. It is probable that the catheter shaft got blocked by blood at some point during the procedure leading to the analyzed catheter friction. The additional information confirms that the microcatheter was in good condition after unpacking and preparation. The catheter shaft break/ fracture was noted to be a clean break with no evidence of stretching or kinking proximally or distally to the break which would be evident if there was force applied either advancing or retracting the microcatheter. The break is consistent with a cut from a sharp object, however this cannot be definitively determined.